Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 435 mg/dl at the time of the incident. The customer¿s blood glucose was 426 mg/dl and 325 mg/dl and current blood glucose was 560 mg/dl. Customer treated for high blood glucose with insulin pump. The drive support cap appears normal. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.